Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced stimulation problems that were unspecified. As a result, the patient's scs system was explanted and replaced with a competitor's scs system. The explanted product will not be returned to sjm. It is unknown if an sjm representative was aware of the explant/replacement around the time it took place.